Event description:
It was reported that stent strut damage occurred. The 80% stenosed target lesion was located in the moderately calcified and non tortuous left anterior descending artery (lad). While advancing a 28 x 3.00 promus premier select through a 6f non-bsc guide catheter, the stent struts stuck out. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. Device evaluated by MFR: p select ous mr 28 x 3.00mm stent delivery system was returned for analysis. Based on the potential root causes identified, the following attributes were examined: a visual examination of the stent found damage to proximal stent rows 1-2 with stent struts lifted and pulled distally. The undamaged crimped stent od (outer diameter) was measured and the result was 0.0410 inches, this is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent strut damage occurred. The 80% stenosed target lesion was located in the moderately calcified and non tortuous left anterior descending artery (lad). While advancing a 28 x 3.00 promus premier select through a 6f non-bsc guide catheter, the stent struts stuck out. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.